Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required' code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.